Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module over infused heparin and was finished in two hours. It was noted that even though the nurses tried to pause the pump, the medication continued to free flow. Per hospital's biomed, the bezel post failed during patient care causing an over infusion of the medication. There was patient involvement. The critical care team quickly administered an antidote to the patient to reverse the heparin overdose. Received a copy of the customer's med watch report from FDA which states, ¿an alaris pump malfunctioned while a patient was receiving a heparin drip the medication free flowed in less than 2 hours the infusion rate had been set at 32 ml/hour or 15 u/kg/hr. Attempts were made to pause the infusion but the pump continued to flow staff stopped the infusion and sequestered the equipment no harm noted to the patient the patient did receive protamine once as an anticoagulant reversal bd was notified by our biomed department after identifying the over-infusion, a ppt was drawn and found to be >240 this test was performed at 14 15 protamine was given. A recheck of the ptt at 15 46 was found to be 29 5 FDA safety report ID # (B)(4). There was patient involvement but no harm".

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the pump module over infused heparin and was finished in two hours. It was noted that even though the nurses tried to pause the pump, the medication continued to free flow. Per hospital's biomed, the bezel post failed during patient care causing an over infusion of the medication. There was patient involvement. The critical care team quickly administered an antidote to the patient to reverse the heparin overdose.